Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the delivery device fractured. The physician was attempting to stent a lesion in an unknown vessel and while advancing the taxus express2 8.8% 3.00 x 12mm drug eluting stent, the shaft of the catheter broke outside the pt. The procedure was completed using another device. No pt injuries or complications were reported. The pt is reported to be in satisfactory/good condition.